Manufacturer narrative:
A physical inspection was performed on 2 opened and used reservoirs found the transfer guard needles were not centered, the needles were found not to be parallel to the transfer guard body axis. A pre-fil test was performed and there was resistance when filling the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was unknown at the time of the incident. The customer stated that the sensors were defected and caused the customer to bleed upon insertion. The customer spilled insulin as they tried to fill it. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.